Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that during insertion, the distal and proximal lumen of the catheter was found reversed. The guidewire passed through the catheter and came out the proximal end. There were no reported patient complications as a result of this occurrence.